Event description:
The user alleges that he had problems with the powerchair lunging forward. The user sustained a fractured toe.

Manufacturer narrative:
The end user received a replacement competitor device from the provider. Pride device returned to provider. Device never returned to pride for an evaluation. Device not returned for evaluation.

Event description:
The user alleges that he had problems with the powerchair lunging forward. The user sustained a fractured toe.

Manufacturer narrative:
Device evaluation anticipated but not yet begun.a follow up report will be submitted upon completion of investigation.